Event description:
Additional information was received which reported that the healthcare provider (hcp) tried 6 times to get "positive" impedances but was unsuccessful. The implantable neurostimulator (ins) and lead were explanted. There was no patient injury.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) found that there were no anomalies. Analysis of the lead (lot # va03l5p) found that there were no anomalies.

Event description:
It was reported there were impedances greater than 4,000 ohms on all or some of the unipolar pairs. It was noted most electrode pairs were black, which was clarified as being greater than 4,000 ohms. The only electrode pair that was consistently good during impedance testing was c-1. The lead was disconnected and wiped down but impedances stayed the same. Impedances were tested at 1.5 volts, 1.8 volts and 2.1 volts and impedance results did not change after 5 or 6 impedance measurements. The health care provider wanted to change out the implantable neurostimulator (ins) not the lead. They got the same impedance results with the new ins. The lead was changed out and impedances were normal. Post operatively the patient had been feeling stimulation rectally at low amplitude. No further information was reported.

Manufacturer narrative:
Product ID 3093, lot # va02r45, implanted: (B)(6) 2012, product type lead; product ID 3093, lot # va03l5p, product type lead. (B)(4).

Manufacturer narrative:
Corrected information no eval explain. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product type lead product ID 3093, lot # va03l5p, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.